Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer and found the cause was a defective buffer valve. The fse replaced the buffer valve to resolve the issue. The fse ran selectivity check, precision, calibration, and quality control, which all passed. Analyzer resumed normal operation. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for sodium (na) on their au480 clinical chemistry analyzer. The customer did not release the patient results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided the data for six (6) patient samples.